Manufacturer narrative:
(B)(4). Visual inspection has confirmed that the screw fractured on the threads. The hex of the device has been stripped. The fractured portion of the screw has not been returned for review. Visual comparison to the drawing did not provide indication of a manufacturing deviation. Review of the device history record did not provide indication of a manufacturing deviation. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured inside the implant. The dentist was able to remove the screw from the implant. The implant remains in place.